Event description:
The indeflator would not inflate the balloon after one use. The indeflator was removed and replaced with no harm to the patient. Per dr. C, the threads within the handle felt like they were stripped. The vendor has been notified of this issue and the affected lot has been pulled. The other delivery networks have been notified. Dr. C has reported this same issue at [redacted name]. Manufacturer response for indeflator, indeflator (per site reporter). Mfg notified by site.